Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they had an MRI about 2 months ago and that they had to "turn off a lot of stuff to get it compatible for the MRI" and ever since then, it wasn't working right for their symptoms. The patient stated they were supposed to turn the therapy back on after the MRI but they didn't think they did it right because they were now on program 7 and they couldn't feel a thing. Before, they were on program 1 at 1.4 ma and they felt something but now it was not working at all. Patient stated they had been a little wet and they thought some breakthroughs were coming through and that the therapy didn't help with their anal incontinence, but it did help with the urinary incontinence. Patient services walked the patient through connecting to their settings and the therapy was on. The therapy was on program 7 at .3 ma. And the patient received a "system is operating at maximum settings. Therapy cannot be increased" when they tried to increase. Patient services asked the patient if they'd had any falls or traumas that would have led to the issue and the patient stated no. Patient services then walked the patient through going back to their initial program, program 1, but they still received the maximum settings message at 0.3 ma again. The issue was not resolved through troubleshooting. The caller was redirected to follow up with their managing health care provider (hcp) to check the implanted system and to discuss their symptom concerns and the max settings message they were getting. Patient stated their hcp didn't know anything about the device/therapy and that their hcp had told them to call medtronic. Patient services reviewed the role of patient services and the medtronic representative (rep) with the patient and redirected the patient to their hcp office suggesting the hcp could page a rep to come and help assess the situation if needed. The patient is going to reach out to their hcp. Patient to also potentially try other programs to see if they could get past 0.3 ma in the meantime. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient said last time they had an MRI, they messed it up and had to have the whole unit removed and replaced

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that by "the device was not working" they were referring to "device malfunction - increase to maximum level of stimulation, I felt nothing, level 7." The patient denied the cause being normal battery depletion and noted the cause was not determined. The patient reported the likely cause of this issue as being "after getting an MRI, changing to MRI mode, could not get device back to normal operation even though I called patient services, no one could get it working." When asked about the steps taken/will be taken towards resolution, the patient responded "called patient services, was unable to get device working properly." The patient noted the issue has not been resolved. When asked the cause of the patient "not feeling a thing" the patient indicated the cause was not known but the likely cause was "going to MRI mode or whole body mode." When asked the steps taken, the patient reported "go see doctor who installed unit." No report of resolution was given by the patient. When asked the cause of the max settings message and being unable to increase the settings, the patient noted the cause was not determined and noted the likely case as being "see above" indicating that the same likely cause for this issue was the one for the last allegation. The patient indicated that they will talk to the doctor and company representative. The issue has not yet been resolved.